Event description:
The customer reported that the evis exera ii ultrasound gastrovideoscope was leaky. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: gap of adhesive on the distal end / stain entered inside the lens through the gap and there was a gap between acoustic lens and ultrasound probe. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found air/water leakage from the tip. Gap of adhesive on the distal end / stain entered inside the lens through the gap and there was a gap between the acoustic lens and ultrasound probe. The connecting tube had a cut. Abnormal appearance of curved rubber bonded part. The insertion tube collapsed. Due to the wear of angle wire, bending angle in down direction did not meet the standard value. The grip and the control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿there is a gap between acoustic lens and ultrasound probe¿ was confirmed, however, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.